Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic roux-en-y procedure, while on tissue transection, the device¿s jaws locked on the tissue. In order to resolve the issue, a new handle was placed on the adapter to be able to open the reload and replace the one not working. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.